Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the system initially controlled symptoms but lost effectiveness and it was removed  no further complications were reported/anticipated at this time.